Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that this type of event can occur. Under precautions, it states, "intraoperative fracture or breaking of instruments has been reported." Under warnings, number 1 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Product requested, not yet received.

Event description:
During a left total wrist arthroplasty, the threads of the radial stem fractured during assembly with the radial body. The fractured pieces were removed from the patient and no delay was reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Medical product - biomet maestro radial body catalog#: 180150 lot#: 829370.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event is addressed in the associated risk documentation. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the device to be fractured at the threaded portion of the device. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.